Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a slide attaching component was missing. The expert tibial nail loan set was missing the slide attaching component of the connector for the insertion handle (B)(4), for a procedure. The nail was still able to be inserted although the impactor had to be held by hand. The nail was not able to be backslapped as per the surgical technique. Overall, this missing component did not effect the outcome of the patient. Material is not available for investigation. This is report 1 of 1 for complaint (B)(4).